Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter name, email), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: d5, e2, e3, e4, g2. Due to character limitation (e1): initial reporter full name: (B)(6). Getinge field service engineer (fse) stated that when the device turned off, the alarm kept beeping till we disconnected the battery in bay # 1. A code ff occurred during the alarm on the executive processor board led, this code is not listed in the service manual. Fse replaced the video generator board (0670-00-1182) and the device was working properly.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b4, e1 (event site address, event site city, event site telephone), g3, g6, h11. Due to character limitation in block e1: full event site address: (B)(6). Additional contact person name: (B)(6).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2 (report source). The complaint was received from distributor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after software update cardiosave intra-aortic balloon pump (iabp) alarm sound occurred. When the device turned off, this alarm kept beeping till we disconnected the battery in bay # 1. Code ff occurred during the alarm on the executive processor board led. There was no patient involvement.